Event description:
The dr referred to our sales rep that: "he had to remove the rods implanted in 2003 because of the breakage of these ones with resulting pain for the patient affected."

Manufacturer narrative:
Na